Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: dislodged stent. Time of device issue: before use. Adverse event: none. It was reported that during the procedure the stent delivery system was advanced to the lesion and inflated, but there was no stent seen on the balloon. The stent remained in the protective sheath. When removing the device from the packaging, the stent dislodged from the balloon. Another multi-link 8 of the same size was used to complete the procedure. Reportedly, there were no pt effects. No add'l event or pt info is available.